Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of high capture threshold. The lead was explanted and replaced. The patient was in stable condition.